Event description:
It was reported that there was a helium loss alarm. The field svc rep exchanged the pump assembly and that unit was returned to svc. On (B)(6) 2007, a call was placed for more info.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if more info becomes available.